Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2011. The patient was concerned about having fidelis lead and possible adverse effects. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).